Event description:
It was reported that the patient with this right ventricular (rv) lead was travelling in switzerland when multiple shocks from their cardiac resynchronization therapy defibrillator (crt-d) were delivered. Reportedly, the patient was septic at the time. The patient was seen in clinic in the united states, and their crt-d is now programmed vvi with shock therapy turned off as there is concern this rv lead is malfunctioning since minor baseline noise can be seen in the events. The physician asked technical services (ts) if the events look like atrial fibrillation (af) with rapid ventricular response (rvr) or noise on the rv lead. The physician also asked if potential noise from the right atrial (ra) lead resulted in the shocks. Per ts, they are unable to determine the rhythm due to noise. However, at times, the ra electrogram (egm) signal is fast and rhythmic, consistent with atrial flutter or af. The ventricular rate is also very irregular. It is possible the underlying rhythm is af since noise was not reproducible. However, ts did observe some "beats" on the rv egm that do not correlate with the shock egm and cannot be explained. These occur infrequently and would not directly cause an inappropriate shock but indirectly could by maintaining 6/10. Per ts, rhythm interpretation is a clinical decision. Ra and possible rv lead revision are planned in the near future. No other adverse patient effects were reported. Additional information: the patient was seen in-clinic back in the united states, where the decision was made to replace the leads. Subsequently, the patient underwent a revision procedure, and this lead was explanted and replaced without incident. It was noted that prior to the replacement, high pacing thresholds were seen in addition to noise, and a lead fracture was suspected. The explanted lead has since been returned, and analysis is underway. An updated report will be issued upon completion of laboratory analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed approximately 570 millimeters (mm) from the tip end. The rs- conductor coil extends beyond the severed insulation end by approximately 270 mm. Only the distal section of the lead was returned. An extracting stylet was returned stuck in the tip section of the lead. Visual inspection identified typical surgery-related damage but was otherwise unremarkable. Testing was completed on the segment of the returned lead to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. X-ray imaging was performed, which noted no abnormalities related to the segment of the returned lead. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis of the returned segment of the lead did not reveal any abnormalities. Therefore, laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this right ventricular (rv) lead was travelling in switzerland when multiple shocks from their cardiac resynchronization therapy defibrillator (crt-d) were delivered. Reportedly, the patient was septic at the time. The patient was seen in clinic in the united states, and their crt-d is now programmed vvi with shock therapy turned off as there is concern this rv lead is malfunctioning since minor baseline noise can be seen in the events. The physician asked technical services (ts) if the events look like atrial fibrillation (af) with rapid ventricular response (rvr) or noise on the rv lead. The physician also asked if potential noise from the right atrial (ra) lead resulted in the shocks. Per ts, they are unable to determine the rhythm due to noise. However, at times, the ra electrogram (egm) signal is fast and rhythmic, consistent with atrial flutter or af. The ventricular rate is also very irregular. It is possible the underlying rhythm is af since noise was not reproducible. However, ts did observe some "beats" on the rv egm that do not correlate with the shock egm and cannot be explained. These occur infrequently and would not directly cause an inappropriate shock but indirectly could by maintaining 6/10. Per ts, rhythm interpretation is a clinical decision. Ra and possible rv lead revision are planned in the near future. No other adverse patient effects were reported. Additional information: the patient was seen in-clinic back in the united states, where the decision was made to replace the leads. Subsequently, the patient underwent a revision procedure, and this lead was explanted and replaced without incident. It was noted that prior to the replacement, high pacing thresholds were seen in addition to noise, and a lead fracture was suspected. Per the field, the lead was returned; however, it will be unidentifiable due to explant damage (the lead was cut in order to get the laser sheath over it so there likely is no pin or terminal boot on the returned piece). Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this right ventricular (rv) lead was travelling in switzerland when multiple shocks from their cardiac resynchronization therapy defibrillator (crt-d) were delivered. Reportedly, the patient was septic at the time. The patient was seen in clinic in the united states, and their crt-d is now programmed vvi with shock therapy turned off as there is concern this rv lead is malfunctioning since minor baseline noise can be seen in the events. The physician asked technical services (ts) if the events look like atrial fibrillation (af) with rapid ventricular response (rvr) or noise on the rv lead. The physician also asked if potential noise from the right atrial (ra) lead resulted in the shocks. Per ts, they are unable to determine the rhythm due to noise. However, at times, the ra electrogram (egm) signal is fast and rhythmic, consistent with atrial flutter or af. The ventricular rate is also very irregular. It is possible the underlying rhythm is af since noise was not reproducible. However, ts did observe some "beats" on the rv egm that do not correlate with the shock egm and cannot be explained. These occur infrequently and would not directly cause an inappropriate shock but indirectly could by maintaining 6/10. Per ts, rhythm interpretation is a clinical decision. Ra and possible rv lead revision are planned in the near future. No other adverse patient effects were reported.